Event description:
The customer contacted physio-control to report that their device powered off by itself. There was no patient use associated with the reported event. No further details were provided.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported issue. Physio did observe that the p44 battery harness terminal nut was loose. Physio tightened the loose terminal nut and ensured the other remaining nuts were all properly tightened. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.